Event description:
During procedure, cardiologist implanted the septal occluder, advanced the occluder device across the patent foramen ovale/atrial septal defect, the wire was removed intact, then he had to remove the entire delivery system and occluder because it would not deploy. The device was removed intact. A new device was obtained and utilized without issue, and placement was verified with fluoro and echo. The new device was of a different lot.